Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus over delivering issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that their blood glucose (bg) levels dropped down to 33mg/dl because they were delivered 57 units while sleeping. The patient also stated that the personal diabetes manager (pdm) screen has been flashing black, red and yellow as well. The patient turned the pdm off and is not using it again.